Event description:
It was reported that during inspection activities in inspection, labeling, and packaging (ilp), lead production technician identified five (5) units with particulates out of 66 inspected units for csp lot. The ir spectrum of the particulate best matched the plastic which most likely composed of polypropylene, there was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.